Event description:
(B)(6) male was admitted to (B)(6) hospital on (B)(6) 2011 where a left upper arm PICC was noted. (The PICC was inserted (B)(6) 2011 at (B)(6)). The left arm was slightly edematous, but the PICC line was easily flushed with good blood return. Monitoring of the left arm showed continuous swelling with the PICC removed on (B)(6) 2012. Upon inspection of the PICC tubing with removal, a 0.5mm rounded area was noted just before the "35" mark. The fluid in the rounded area slowly leaked out, but a raised, hardened area remains on the tubing itself. The pt remained with no signs or symptoms of distress associated with the PICC line throughout his hospital stay other than the edematous left arm.